Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer's screen did not work. The programmer passed incoming functional tests. Analysis did indicate that the keyboard was missing multiple screws, the system fan was noisy, and the upper handle was broken. These parts were replaced and the programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the display screen of the programmer was frozen and did not work. A power cycle was attempted with no effect on the screen. The programmer tested out of specification during manufacturer's analysis. The programmer was returned for repair. There was no patient involvement.